Event description:
It was reported that pericarditis occurred. A left atrial appendage closure (laac) procedure was performed as part of a clinical study. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 35mm closure device was successfully implanted in the laa of the patient on (B)(6) 2024. On (B)(6) 2024 the patient was reported to have presented to the emergency room (ER) with chest pressure and nausea. The patient reported their blood pressure at home was 162/100, heart rate 62. On exam in the ER, it was noted the patient had mild bradycardia, but otherwise a normal EKG. A chest x-ray was performed, and results were normal. Labs were collected and cbc was normal, troponins were slightly elevated at 47 and 54. There was no acute ischemic event noted. The patient was treated as pericarditis and administered colchicine. The issue was determined to be resolved, and the patient was discharged home.

Manufacturer narrative:
B5: correction added. H6: patient codes corrected to e2403: no clinical signs symptoms or conditions. H6: impact code corrected to f26: no health consequence or impact.

Event description:
It was reported that pericarditis occurred. A left atrial appendage closure (laac) procedure was performed as part of a clinical study. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 35mm closure device was successfully implanted in the laa of the patient, on (B)(6) 2024. On (B)(6) 2024, the patient was reported to have presented to the emergency room (ER) with chest pressure and nausea. The patient reported their blood pressure at home was 162/100, heart rate 62. On exam in the ER, it was noted the patient had mild bradycardia, but otherwise a normal EKG. A chest x-ray was performed, and results were normal. Labs were collected and cbc was normal; troponins were slightly elevated at 47 and 54. There was no acute ischemic event noted. The patient was treated as pericarditis and administered colchicine. The issue was determined to be resolved, and the patient was discharged home. This event was further reviewed and it was found that it has been previously reported. Therefore, this complaint is withdrawn.